Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Post-paced t-wave oversensing was observed on the ventricular channel via stored egm. Programming changes were made and device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.